Event description:
Physician inserted phaco handpiece in eye to begin phaco procedure and the handpiece acted as if it were clogged and not aspirating. This resulted in a burn to the pt's cornea. The handpiece was tested prior to surgery and when pulled out, it again was retested both of which passed the rechecks. Device was just returned from (B)(6) on (B)(4) 2012 for maintenance.